Event description:
It was reported to olympus, visera elite xenon light source warning lamp came on when the light guide was connected. It was also noted that there was not a full image on the screen. The issue was found during preparation for use. There were no reports of patient harm associated with the event.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. During device evaluation at olympus, it was found the allegation of no image being displayed was not confirmed since the image was sharp and clear. The allegation of the lamp only igniting half of the time was confirmed due to a defective lamp starter. Also, evaluation found the light connector was worn out and a non-olympus lamp was used. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, and to correct information provided on the initial report. The following section was corrected: d8. Based on the results of the investigation, the phenomenon of ¿no image¿ was not reproduced, and the cause could not be determined from the investigation results. Regarding the phenomenon of ¿at starting the lamp only ignites half the time¿, it was confirmed and was determined that the cause was due to a failure of the circuit board in the igniter unit. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.